Manufacturer narrative:
Account stated that due to the cost of replacement parts they are not going to repair this bed at this time. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the reverse trendelenburg function will not work.